Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. The right ventricular lead exhibited increased pacing threshold with intermittent capture. There were no other electrical anomalies but the lead insulation was noted to be damaged. It was noted that the suture was tied directly onto the lead body which caused the damage and increased thresholds. The lead was replaced successfully. The patient had no consequences due to the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.